Event description:
It was reported that the patient had meningitis and was diagnosed with lower extremity paralysis (t10 down). The patient was sent to a neurosurgeon for evaluation. It was noted that the patient had gross infection of the spinal cord (t1-t12) and meningitis. A catheter tip granuloma was also noted. The entire system was explanted. The managing physician did note that the granuloma was not the cause of the lower extremity paralysis. The pump contained 1000 mcg/ml clonidine and 25 mg/ml methadone at the time of the event, no dose was reported. The patient was discharged from the hospital following system explant and was in a rehabilitation center.

Manufacturer narrative:
Refers to the catheter.